Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Internal testing of the provided patient sample confirmed a false reactive result with the elecsys hiv combi pt assay. No calibration or quality control data were available for review, which limited the investigation. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter observed a discrepant reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. The sample, identified as sample ID (B)(6), was drawn on (B)(6) 2021. Initial testing with the hiv combi pt assay yielded reactive results on (B)(6) 2021 (35.24 coi), (B)(6) 2021 (35.15 coi), and (B)(6) 2021 (34.30 coi). Additional testing of the same sample included the ultrio v1 technique on (B)(6) 2021, which yielded a negative result (0.060). An innolia blot performed on (B)(6) 2021 was also negative. A western blot test was conducted on (B)(6) 2021, but the result was pending at the time of reporting.